Event description:
Information was received indicating that a smiths medical cadd legacy pump was indicated to be double beeping with no cassette. There were no reported adverse events due to this issue.

Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and occlusion sensors testing were performed. The customer's reported problem could not be duplicated. According to the investigation no double beep alarm was detected during power up and the pump downstream sensor was in specification. However, the dso's nub was found missing during visual inspection of the pump. Service's replaced the pump downstream occlusion sensor as preventative maintenance.